Manufacturer narrative:
The product associated with this reported event was not returned for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. However, a complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that user error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During placement of the definitive pinnacle cup implant, the 25mm flex drill with guide was used to drill one screw hole. This was unsuccessful as the drill tip spanned and could no longer be used. The broken drill tip was immediately removed from the patient. Patient outcome satisfactory. No delay in surgery. No adverse event to patient.